Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: there was no evidence of a replace battery alarm observed in the black box or alarm history. There was evidence of partially discharged batteries being installed. The pump powered on with the returned battery cap which was able to fully tighten. Current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.